Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. The set was visually inspected and it was observed that the silicone segment tubing had a ballooned bulge near its upper portion just below the upper fitment. No other anomalies were observed. Pressure testing was performed and the observed bulge was replicated. The root cause of the ballooning silicone segment could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that ballooning was noted in the IV tubing while flushing the line. The IV was attached to the patient but the clamp was closed above the flush port. There was no patient harm.